Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.5x38mm xience xpedition stent is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure, treating a chronic totally occluded right coronary artery (rca). Balloon angioplasty was performed and the following stents were implanted in the rca: a 2.25 x 28 mm xience xpedition stent (distal), a 2.5 x 38 mm xience xpedition stent (mid) and a 3.0 x 18mm xience xpedition stent (proximal). The patient was discharged to home on (B)(6) 2014. On (B)(6) 2017, restenosis was noted in the mid and distal rca, where the 2.5 x 38 mm and 2.25 x 28 mm xience xpedition stents were implanted. On (B)(6) 2017, balloon angioplasty was performed in the mid rca and a scoring balloon was used in the distal rca. The event resolved on (B)(6) 2017. There was no additional information provided.